Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.572" x 0.195" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip did not show damage.

Event description:
It was reported that during a da vinci-assisted incisional hernia procedure, the fenestrated bipolar forceps instruments tip broke off in one solid piece, fell into the patient, and was retrieved during the same procedure. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.